Event description:
The st. Jude representative was called to see the patient who was in the ER. Initially the ICD was unable to interrogated due to an arrhythmia in progress. A magnet was placed on the ICD and the device was interrogated. Electrograms showed noise. However, on a stored electrogram, the noise was not present when the ICD charged. The decision was made to explant the device.